Manufacturer narrative:
Investigation is ongoing. Device not available for return.

Event description:
As reported, during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the commander delivery system did not appear to inflate as it normally does, 2ccs were added to the nominal volume of 23ccs. The physician experienced difficulty adding the full amount of fluid in the atrion during valve deployment. They were able to put the full volume into the balloon using more or an unusual amount of force to get the balloon to fully expand. There was no harm caused to the patient and the procedure was a success.

Manufacturer narrative:
The commander delivery system was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to delivery system inflation difficulty and/or incomplete inflation partial or slow and valve deployment inflation difficulty and/or incomplete inflation partial or slow as the complaint for valve deployment inflation difficulty and/or incomplete inflation partial or slow was unable to be confirmed, a complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following manuals and instructions for use (IFU) were reviewed: IFU for commander delivery system, device preparation manual and device training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve deployment inflation difficulty and/or incomplete inflation partial or slow was unable to be confirmed due to unavailability of complaint device and /or applicable imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. As reported, the commander delivery system did not appear to inflate as it normally does. 2 ccs were added to the nominal volume of 23ccs., the physician reported that it was difficult to give the full amount of fluid in the atrion during valve deployment. They were able to put the full volume into the balloon, however, it did take more or an unusual amount of force to get the balloon to fully expand. It is possible that during valve deployment, patient/procedural factors such as annular constraints, inflation device not in the fully unlocked position or torqueing of the device, contributed to the reported event. However, without patient/procedural imagery and the returned device, a definite root cause is unable to be determined. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.